Event description:
Consumer alleged that the controller of her heating pad emitted smoke and fire. No injuries or property damages were reported with this incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for the return of the product. The consumer has not returned the product.